Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction code. Blood glucose was 115 mg/dl. Reportedly, the customer was to manage diabetes with a sliding scale and meals.